Manufacturer narrative:
On (B)(6) 2022, a customer reported that when their vitros 4600 chemistry system was running a sample in position 1, it would then go to position 5 for reflex dilution. In the observed case, no tube was in position 5. The investigation determined that the assignable cause of the event was user error. The investigation established that the saha_reflex_pos setting had been changed on 01 december 2022 by an unknown person. The saha_reflex_pos setting was reset and optimized by an ortho field engineer (fe) and once corrected, acceptable instrument performance was demonstrated to the customer. The customer was satisfied with the ortho fe actions performed and will monitor the instrument performance over the coming days and inform ortho of any further incidents if observed.

Event description:
On (B)(6) 2022, a customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report that their vitros 4600 chemistry system was running a sample in position 1, it would then go to position 5 for reflex dilution. In the observed case, no tube was in position 5. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer identified the discrepancy, and no erroneous results were knowingly reported from the laboratory. The customer and ortho have not been made aware of any allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).